Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(6). The investigation determined that the returned device had a faulty non-return valve (nrv). This caused the device from completing its internal self-test in any valve configuration. Resmed's risk analysis for these failure modes concluded that the risk is acceptable. Resmed ref#: (B)(4).